Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 tip broke but did not fall into the patient, the tip was not detached and did not need to be retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 05/15/2020. An investigation was conducted on 06/03/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material was observed on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip. The gray silicone insulation near the base of the cold jaw was observed to be peeled off the jaw exposing the metal portion of the cold jaw. The peeled silicone insulation was returned for evaluation. The gray silicone insulation on the hot jaw was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "peeled" was confirmed as well as for the analyzed failure "material twisted/ bent wire".

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. . .

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 tip broke but did not fall into the patient, the tip was not detached and did not need to be retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects.